Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-19733 - device 6 of 10.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula kinked event on 25-jun-2024 three hours after insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.